Manufacturer narrative:
(B)(4). Evaluation summary: it was determined that the fiber inside the fluid path was consistent with the screen filter that is found on the stress member of the device. The cause of the particle could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in the solution of a half day folfusor after filling. The folfusor was filled with fluorouracil (5-fu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection of the device was performed and verified the presence of particulate matter in the fluid path. The device had approximately100 ml of fluid in the bladder. A tiny white particle approximately 0.20 square mm in size was found floating freely in the fluid of the bladder. Upon completion of baxter's investigation, should additional relevant information become available, a supplemental report will be submitted.